Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during cybersecurity firmware upgrade, the pulse generator exhibited backup vvi operation. It was mentioned that the wand never moved off the device during the upgrade. Device firmware download restored the device to previous settings. The cybersecurity upgrade was not re-attempted. The patient had no symptoms.